Manufacturer narrative:
The patient previously experienced hemolysis on (B)(6) 2015 and is reported under MFR #2916596-2016-00948. Approximate age of device- 5 years, 7 months. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had history of hemolysis and was admitted on (B)(6) 2019 due to elevated ldh of 553 with a baseline of 200. The patient was asymptomatic and the device was functioning as intended. Echocardiogram (echo) was unremarkable. The device's parameter were within limits. The patient was placed on heparin and intergilin decreasing ldh level. The integrilin was weaned resulting in increasing ldh. The patient underwent pump exchange on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). (B)(6) was returned assembled with the driveline (dl) severed approximately 12.5¿ from the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) and the apical sewing ring were not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft and sealed outflow graft bend relief were not returned. Evaluation of the outlet elbow revealed no evidence of depositions or thrombus formations. Upon disassembly of the returned pump, examination of the outlet stator revealed the presence of depositions of denatured blood that were loosely seated behind the stator vanes. Additionally, examination of the proximal and distal sides of the rotor revealed denatured blood adhered around the distal-side of the inlet bearing ball as well as denatured blood adhered to the distal body of the rotor adjacent to the outlet bearing cup. Circumferential contact marks were also present on the distal side of the rotor and in the distal side of the blood tube. All depositions were hard and denatured suggesting that they developed over an undetermined amount of time while the pump was operating. The remaining blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. Although a specific cause for the observed depositions could not be conclusively determined through this evaluation, if these depositions were present in the pump during operation, they could have potentially contributed to the reported elevated ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump was cleaned and the bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. Incidental finding: thrombus was found within the device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the report of elevated ldh could not conclusively be established through this evaluation. The explanted pump, heartmate ii lvas, serial number (B)(4), has been retained by the hospital. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.